Event description:
It was reported by a physician that upon interrogating a patient with a generator model 106's device, an error message was received. The physician said whenever the patient's device was interrogated the tablet "said it couldn't read it or something, and said proceed with reprogramming or something". It was reported that the output currents were 0 ma and autostim was disabled. The physician elected to restart the titration process since it appeared the device had been off for three months since the magnet was last used three months prior, and did not want to program the patient back to where they were at originally. No additional relevant information has been received to date.